Event description:
It was reported that far p-wave oversensing was observed via merlin.net transmission. Device reprogrammed was recommended. The patient will be monitored until routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.